Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. The ICD could not be interrogated. The device case was opened to facilitate inspection and testing of the internal components. The battery voltage was found to be much lower than expected, at 0.328 volts. Detailed testing of the internal circuitry found the mixed mode integrated circuit (mmic) had become damaged, likely due to the lightning strike the patient endured. The damage to the mmic resulted in a high current drain that prematurely depleted the battery. A high current drain like the one in this case can cause heat within the device.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was struck by lightening while on the roof. After this happened, the patient felt heat, pain, and swelling in the device pocket. At the hospital, the device was not able to be interrogated with the programmer. The patient was admitted to the hospital and a device replacement procedure was planned or performed. No additional information is available at this time. The local affiliate has requested that the hospital provide the date of the procedure and whether the device will be returned for laboratory analysis once explanted. This report will be updated when additional information is received. The device was explanted the following month. A new device will be implanted after the patient's condition improves. The explanted device will be returned for laboratory analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) was struck by lightening while on the roof. After this happened, the patient felt heat, pain, and swelling in the device pocket. At the hospital, the device was not able to be interrogated with the programmer. The patient was admitted to the hospital and a device replacement procedure was planned or performed. No additional information is available at this time. The local affiliate has requested that the hospital provide the date of the procedure and whether the device will be returned for laboratory analysis once explanted. This report will be updated when additional information is received. The device was explanted the following month. A new device will be implanted after the patient's condition improves. The explanted device will be returned for laboratory analysis.